Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant as the physician experienced difficulties when trying to connect the right atrial (ra) lead to the header port. The screws were unscrewed and screwed several times, but it was not possible to connect both products. Subsequently, the physician made the decision to implant a different ICD device and successfully connected the ra lead. The procedure was completed, and no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Visual inspection found no irregularities, and it was confirmed that the header was firmly attached to the device case. No holes were noted in the seal plugs, and setscrews moved freely. The device passed all pin gauge, mechanical and electrical testing. Laboratory testing was unable to reproduce the reported observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant as the physician experienced difficulties when trying to connect the right atrial (ra) lead to the header port. The screws were unscrewed and screwed several times, but it was not possible to connect both products. Subsequently, the physician made the decision to implant a different ICD device and successfully connected the ra lead. The procedure was completed, and no adverse patient effects were reported. The device was returned for analysis.